Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported and treatment for the event was unknown. The patient was hospitalized for two weeks for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.